Event description:
On (B)(4) 2012, it was reported that the patient was hospitalized with blood glucose (bg) greater than 500mg/dl, large ketones, and emesis. The reporter stated that the patient changed the infusion set on the afternoon of (B)(6) 2012 and bg was about 200mg/dl at 5:00pm. It was noted that the patient's usual bg at this time of day is between 100mg/dl and 200mg/dl. The reporter stated that the patient did not check bg until 2:00am on (B)(6) 2101 when she was vomiting. The patient was said to have taken a correction bolus via the pump without any improvement in bg, and then changed the infusion set again with another correction delivered via the pump. At 5:00am the reporter said that the patient went to the hospital where she was admitted and treated with insulin injections. At the time of the contact with animas (around 8:00pm), the patient's bg was around 400mg/dl. The reporter stated that the patient has had no recent illnesses, no changes in diet or exercise, and no issues with the insulin in use. The reporter said that the patient's physician told her that there may have been some issues with the power to the pump and that the time and date reset to default settings after the battery was replaced. The reporter stated that new batteries were placed in the pump; the pump powered on for a brief moment, and then lost power. It was noted that several new packs of batteries were used without resolution of the power issue. It is unknown if the pump lost power prior to the hyperglycemic event. The pump was replaced and not available for further review at this time. The complaint is being reported because the patient was hospitalized for hyperglycemia while using the insulin pump. It is unknown if the use of the pump, device malfunction, or use error contributed to the incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery compartment was observed to be cracked and the battery cap was observed to be stripped and the center hub spring was found to be missing. The battery cap was unable to be secured to the pump to properly power up. A test cap was inserted for testing. A 29 hour flow accuracy test was performed without power issues occurring and the pump was found to be delivering within specifications. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.